Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, multiple episodes of noise was observed on the atrial lead, which was not reproducible with isometric exercises. The patient was stable and will continue to be monitored.